Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone13.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level dropped to 40 mg/dl between 36 and 48 hours of wearing the pod. The patient reported having a problem with their sugar levels decreasing since using the omnipod 5 system. The patient stated that last night their sugar levels have been fluctuating several times with different pods. The bg levels initially dropped to 78 mg/dl, and they treated it with glucose tablets and fit bars. The patient reported that over the last year they have had more frequent occurrences of low bg overnight. They stated occasionally it will dip under 70 mg/dl, but often it is between 70 mg/dl and 80 mg/dl. The patient reports that their bg level was running higher overnight, so they took a correction, then a few hours later the bg dropped to 40 mg/dl. On october 25, 2025, emergency medical services (ems) were called to their home, but they were not brought to the hospital. There was no diagnosis given by ems, but as treatment they gave the patient glucose gel, and left once the bg levels were improving.